Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 01-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported that recently, essure was removed following perforation. Follow up information received on 19-oct-2015: (B)(4). Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and recently, had essure removed following perforation. This event, seen as uterine perforation, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation is a potential complication of essure use. In this case, limited information was provided. It was only reported that essure was removed following perforation. Although the exact date and mechanism of this perforation have not been provided, considering its nature, causality between reported event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 30-nov-2015: despite follow up attempts no new information was obtained. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-dec-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and recently, had essure removed following perforation. This event, seen as uterine perforation, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation is a potential complication of essure use. In this case, limited information was provided. It was only reported that essure was removed following perforation. Although the exact date and mechanism of this perforation have not been provided, considering its nature, causality between reported event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 26-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and recently, had essure removed following perforation. This event, seen as uterine perforation, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation is a potential complication of essure use. In this case, limited information was provided. It was only reported that essure was removed following perforation. Although the exact date and mechanism of this perforation have not been provided, considering its nature, causality between reported event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information is expected.